Event description:
Healthcare professional reported left side "deflation." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: black particles in fill channel, wear abrasion, an opening on anterior, posterior and radius, and crease flat. Leak test and microscopic analysis was performed which identified: two striated openings on radius and posterior, observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: two striated openings on radius and posterior assessed as surgical damage. Additional, changed, and/or corrected data.